Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. Customer was treated hyperglycemia with insulin pump and hypoglycemia with glucose intake. Customer reported blood glucose value of 300 mg/dl at a time of hyperglycemia and 54 mg/dl at a time of hypoglycemia. The event involved product(s) mmt-1884, mmt-7040a, mmt-342, mmt-431ak. Troubleshooting was performed for hypoglycemia. Customer mentioned that the pump was over delivering insulin and pump exposed to change in air pressure. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-342, mmt-431ak. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There were boluses listed on the event date 09-feb-2026 in the pump history file. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 09-feb-2026 in the pump history file and found: 1 lostsensor1alert (780) on 02/05/2026 and 2 sensorerroralert (801) on 02/05/2026. The pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.